Event description:
During surgery to implant a plate, the radius cracked during screw insertion (as seen in a post-op x-ray). The screw hole was not tapped prior to screw insertion. The surgeon reported that they had performed 13 cases between (B)(6) 2014 and (B)(6) 2015 and the radius cracked when the screw was inserted in 6 cases. This is case 3 of 6.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00070: screw 1; MDR 3025141-2015-00071: screw 2; MDR 3025141-2015-00073: screw 4; MDR 3025141-2015-00074: screw 5; MDR 3025141-2015-00075: screw 6.